Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient was seeing a message prompting them to scan a code when attempting to connect through the mystimrc app. Agent had patient enter code manually and patient reported neurostimulator battery is empty message; patient commented they charged the implant to 100% last night. Agent had patient connect through the recharger application; patient reported excellent connection with the implant red. Agent advised patient to continue charging implant to full.